Event description:
A complaint was received from a customer that reported part of the display is missing segments. Customer stated that they had to "squeeze" the meter to see the numbers. While on the phone a review of the system was attempted. A reagent was inserted into the meter but it did not respond. A request was made to return system for evaluation. In the meantime, a replacement unit was provided.